Event description:
It was reported that about 1 year post-op, pt was having a lax in his pcl and pain in his knee. After x-ray, it was noticed that the implant looked to be proud. After further examination, the head of the screw had broken off the body and had moved down the tunnel. The screw was backed out using a driver and head was removed as well. The patient was healed no more implants were needed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that the proximal tip was broken-off of the anchor. This type of event is typically caused by not inserting the driver co-axial to the bone tunnel, prying/leveraging the implant during insertion, flexing the joint during insertion, improper bone preparation or implant not seated properly on driver. In addition, this type of event could also be caused by patient non-compliance with the post-op protocol and/or post-op trauma. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.